Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h4, h6. Corrected fields: d9, g2 (health professional should not be selected on the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material could not be identified. It is likely the material remained in the device because the user's reprocessing steps deviated from the instructions for use (IFU). There was no damage to the area where the material remained. The following information from the instructions for use (IFU) pertains to this event: gif/cf-170 series operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Gif/cf-170 series reprocessing manual includes the preventive measures in chapter 5 ¿reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The distributor reported on behalf of the customer to olympus the gastrointestinal videoscope had air/water blockage. The reported issue was discovered during precleaning after an unknown procedure. Upon third party inspection of the device, foreign material was observed exiting from the air/water nozzle. There was no patient/user harm or injury reported due to the event.